Event description:
It was reported that device air in line alarm not alarmed during infusion when air in IV tubing. There was patient involvement and impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that there was an under infusion of cytoxan and that the device air in line alarm did not alarm when air was visible in the tubing. The clinician initiated a cytoxan infusion with a saline flush primary utilizing the pump. Approximately 15 minutes later, the clinician noted a large amount of air interspersed within the fluid in the tubing below the pump. The flush bag was empty and the tubing above the pump was filled with air. Part of the cytoxan had infused but less than expected. There was patient involvement and no harm.